Event description:
Adverse event(s): "seeing edge of lens" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she could see the edge of her lens. In a follow up phone call with the surgeon's office, the pt was reported to be experiencing dysphotopsia. Posterior capsule opacification has been observed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).